Event description:
During an implant procedure, episodes of noise resulting in far-field r wave oversensing were observed on the right atrial (ra) lead. Insulation damage was suspected on the ra lead due to user error when attempting to remove the suture sleeve from the lead, but this was unable to be confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of far r oversensing, noise, and insulation damage were confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination revealed multiple insulation cuts, which are consistent with procedural damage. The cause of the reported events was isolated to the exposure of the outer coil due to the outer insulation cuts, which are consistent with procedural damage.